Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a red light fault and the battery partially charging was confirmed via evaluation of the returned 14 volt lithium ion battery (serial number: (B)(6)). The returned battery was inserted for charge several times and a red light fault was observed to activate; however, this was observed issue would resolve by itself intermittently during testing and the battery would be accepted for charge. When the issue was active, the first led on the fuel gauge was observed to turn off intermittently when the fuel gauge button was pressed and the relative state of charge (rsoc) voltage was observed to be atypically fluctuating. The 14v battery was milled open for evaluation of the internal components revealing that inverter u11 was producing an atypical voltage when the noted issues were occurring; it should be noted that this signal is associated with the relative state of charge (rsoc) signal and with the first led on the fuel gauge indicator. The observed issues were isolated to damage on component u11. No further testing was conducted. The root cause of the reported event was determined to be a damaged component on the returned battery circuitry. The 14 volt lithium ion battery assembly is manufactured by the vendor who maintains the device history records. The device receiving inspection documents for the 14v battery, serial number (B)(6), were able to be reviewed and the 14v battery was found to pass inspection. The 14 volt lithium ion battery, serial number (B)(6), was shipped to the customer on 08sep2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. These section also instructs the user on the necessary steps to take if a red light that is associated with a pocket fault is activated on an universal battery charger (ubc). Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery would only partially charge and turned red in all slots on the university battery charger (ubc). The battery would charge for about a minute until the red light activated. It was also noted that one of the lights in the battery life indicator went in and out. The battery was removed from use.